Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via the manufacturer representative reported that there was an impedance issue noticed on the 10th of october. The impedance between contact 1 <(>&<)> 2 was less than 50 ohms. The lead was reprogrammed excluding contacts 1 <(>&<)> 2.

Manufacturer narrative:
Please refer to the manufacturer report number 3004209178-2017-22328 for the previous ins that had to be recharged every 1 to 2 hours to use therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the lead model and lot number associated with the short was not known. It was unknown when it was implanted, however, it was before (B)(6)2011. It was further reported that the short contributed to the patient having to recharge the ins every 1 to 2 hours to use therapy.